Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation could not be confirmed by analysis as the lead passed electrical testing. The lead tip and tines have no visible signs of damage or defect which would lead to dislodgement.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements as the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.